Manufacturer narrative:
(B)(4). Additional information: investigation/evaluation: during the course of the investigation, a visual inspection, along with a review of the complaint history, quality control, device history record, instructions for use (IFU), manufacturing instructions, verification, and a drawing of the returned used and damaged product was conducted. The returned device was examined and photos were taken; which determined that the catheter was separated within the distal curl. The catheter did not feel brittle when flexed by hand; however there were cracks noted along the shaft from 16.5 cm to 17.5 cm distal from the proximal fitting. The side ports showed splitting at each side port. The shaft separation was jagged and rough. This device is inspected by qc personnel, confirming the overall catheter is clean, smooth and free of bumps, dents or excessive roughness. An IFU is provided that gives device description and intended use as well as warnings, precautions and instructions for placement and use of the device. The IFU includes the statement, "store in a dark, dry, cool place. Avoid exposure to light. Upon removal from package, inspect to ensure no damage has occurred." Based on the information provided and the investigation of the returned complaint device , we are unable to determine with certainty the root cause of the reported difficulty. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. Per the hra (health risk assessment) no further action is required.

Event description:
A drainage tube was inserted on (B)(6) 2015 into the 3 week old female patient. On (B)(6) 2015 at 10pm, the bedside nurse informed the medical doctor that the right chest drain was bubbling. A cxr (chest x-ray) was repeated to rule out increasing pneumothorax. The chest x-ray showed discontinuation of right chest drain, with a broken tip in the pleural space (aprox 2cm) and the rest of the drain outside rib cage of the patient. Going to the bedside of the patient, the dressing was removed and checked that the proximal part of drain was out. The stitches were removed and the drain; which was broken at the point entering the skin. It was noted that the tip could not be seen from outside the hole. Steristrips and opsite was applied to close the wound. The child went for surgical intervention on (B)(6) 2015 to have the broken piece of chest drain surgically removed via thoracotomy.

Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
A drainage tube was inserted on (B)(6) 2015 into the (B)(6) female patient. On (B)(6) 2015 at 10pm, the bedside nurse informed the medical doctor that the right chest drain was bubbling. A cxr (chest x-ray) was repeated to rule out increasing pneumothorax. The chest x-ray showed discontinuation of right chest drain, with a broken tip in the pleural space (aprox 2cm) and the rest of the drain outside rib cage of the patient. Going to the bedside of the patient, the dressing was removed and checked that the proximal part of drain was out. The stitches were removed and the drain; which was broken at the point entering the skin. It was noted that the tip could not be seen from outside the hole. Steristrips and opsite was applied to close the wound. The child went for surgical intervention on (B)(6) 2015 to have the broken piece of chest drain surgically removed via thoracotomy.